Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was bending over getting his groceries and received one inappropriate shock, however, was asymptomatic. The field representative called for review of device data. It was noted there were a few untreated episodes from the day prior. Technical services (ts) reviewed and found the patient had strange complexes even at rest 50bpm. However, when the rate increased there is double counting at rates of 150bpm. The qrs complexes become very wide. Alternate is not a viable vector. Ts recommended programming to secondary, but the patient will need to be exercised. A stress test where they were able to recreate and save a reference secg template. At this time, the sicd system remains in service. No adverse patient effects were reported.